Event description:
It was reported that the pt experienced shocking sensations and overstimulation from her device. Reprogramming was done multiple times without success. The pt underwent a lead revision in 2003 to attempt to resolve the issue, but the shocking persisted. The pt turned her device off in 2007 as it "was not working well". No further complications were reported.

Manufacturer narrative:
.